Event description:
It was reported that the 2800 system will not boot-up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive in the workstation. Reloaded software and configure. The system was tested and found to be working as intended and placed back into service.